Manufacturer narrative:
A bent sample probe, identified by the field service engineer (fse), could cause issues with ise results. The investigation determined the event was due to a mechanical issue which was resolved by the fse.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 149 mmol/l. The repeat result was 134 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. It was noted that the sample probe was not centered and qc results were "not correct." The field service engineer (fse) found an issue with the electrodes, a bent probe, and ion-selective electrodes (ise) circuit contamination. The fse replaced the electrodes, cleaned the ise circuit, and replaced the ise pipette. Electrode checks, calibration, and qc were all acceptable. The investigation is ongoing.